Manufacturer narrative:
Literature citation: rigatelli, gianluca et. Al. ¿edge ¿to edge technique to minimize overlapping of multiple bioresorbable scaffolds plus drug eluting stents in revascularization of long diffuse left anterior descending coronary artery disease¿, the journal of interventional cardiology, 2016 29 (3) p275-284. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same journal article as MDR ID 2134265-2016-06832, 2134265-2016-07173, 2134265-2016-07174, 2134265-2016-07175, 2134265-2016-07176, 2134265-2016-07178 it was reported via journal article that transient vessel occlusion occurred. Implantation of drug eluting stents 8des) plus bioresorbable scaffolds (bvs) in very long diffuse left anterior descending coronary artery (lad) disease may be problematic because of multiple device overlapping. The study sought to assess the short and mid-term outcomes of combined implantation of des and bvs using a novel ¿edge-to-edge¿ technique in patients with diffuse lad disease. Patients with long diffuse lad disease were enrolled in a prospective registry and treated with intravascular ultrasound (ivus) aided percutaneous coronary intervention using a des plus a single or multiple bvs using a novel ¿edge-to-edge¿ technique. Percutaneous coronary intervention using a promus premier drug eluting stent at the lad diagonal bifurcation plus a single or multiple non-bsc bvs stent for the mid lad and distal lad was performed. Additional significant lesions in other vessels were treated with staged procedures using a routine des of the operator¿s choice. During the procedures, 4 patients experienced an increased troponin level 2x the baseline value. Three patients had transient occlusion of the second diagonal and third diagonal branches resolved with rewiring and balloon dilation using a 2.0x15mm balloon. At follow up there was no stent thrombosis, mace, significant angiographic restenosis or appreciable stent gaps. In conclusion the article summarized that in revascularization of long diffuse disease of the lad, the edge-to edge implantation technique appears to be feasible resulting in no restenosis or thrombosis on the short-term follow-up.